Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the hcp reporting that the cause of the lead migration was unknown, but the patient had surgery on (B)(6) 2014 to replace the migrated lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v398923, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: v398923, ubd: 01-dec-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported they had "so many procedures". No patient symptoms or further complications were reported as a result of this event. Additional information was received from the healthcare professional (hcp) stating the multiple procedures/surgeries they were referring to was: bilateral dbs surgery on (B)(6) 2010 (implant surgery) and surgery on (B)(6) 2014 because the right lead had migrated upward and surgery was to insert the lead further down. The cause of the device issues was not determined at the time of the report. *** information regarding only slight benefit of current device omitted as it is contained in (B)(4).